Event description:
It was reported that the scope was cloudy. This scope was not used in a procedure, hence there was no patient involvement. No further details have been provided.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.